Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was causing the patient to experience phrenic nerve stimulation. Reprogramming was unable to resolve the issue. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.